Manufacturer narrative:
The 1.3/1.6 square driver was returned for evaluation. The device was examined via magnified optical inspection. Analysis found evidence that the driver underwent torsional deformation. The hardness values were confirmed to be within specification. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The root cause of the driver becoming broken cannot positively be determined however the most likely cause is related to the additional stresses applied to the driver during final tightening of the screw. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a lapiplasty procedure on (B)(6) 2016, the surgeon was completing the final tightening of the screw into the plate, when the screw driver tip broke. The broken tip could not be removed from the head of the screw and was subsequently implanted. The tip sat flush and smooth with the top of the screw and therefore the surgeon had no concerns about leaving it in the screw head. There was no delay in the surgery as a result and additional drivers were available to complete the remainder of the surgery.